Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing r waves on the atrial channel. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.